Event description:
It was reported that during an inferior vena cava filter implantation procedure, filter deployment issues were encountered. The physician attempted to decide the filter position, while pulling the sheath during the filter insertion, half of the filter was prematurely deployed from the flex carrier capsule. Finally, the sheath sleeve was pulled and the filter released. It was reported that the physician hadn't moved the release tab from the initial position, nor had he removed the paper safety band. It is noted that a venacavogram was performed, prior to the otw greenfield vena cava filter placement and there was no difficulty with insertion of the vena cava filter carrier into the patient's anatomy. Reportedly, the carrier system was flushed by hand, intermittantly and sufficiently. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.